Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault 307 and error 319 on universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced usm 3. The system was tested and ready for use. Isi did receive the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The usm was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a psc fixture test platform (pftp) and failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error went away. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix. The complaint regarding a recoverable error 319 on usm 3 was confirmed by fa, which indicates that the device did contribute to the customer reported issue. A review of the site's complaint history does show patient identifier 628237 for the vio integrated electro surgical generator unit (iesu) complaint and patient identifier 628230 for the fault on arm 4. The probable cause is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being aborted after port placement was made on the patient. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a recoverable fault 307 occurred on arm 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed in the logs and instructed the customer to hard reboot/emergency power off (epo) the system twice and to wait two minutes to restart. Both times error 319 returned pointing to universal surgical manipulator (usm) 3. The customer stated they experienced an issue on arm 4 prior to the current procedure. During the support call, the customer reported the erbe generator faulted with an activation interrupted error. The tse advised that unit could still be used as a three-arm system, however, the surgeon elected to abort the procedure post anesthesia and port placement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted and rescheduled. The surgeon stated at least three arms were needed for the procedure and since two arms had faulted, the surgeon decided not to proceed. The patient¿s family did not want to convert to open. The surgeon believes an arm malfunction caused or contributed to the system malfunction. The system was used in a prior procedure the same day where arm 4 was having issues. A second case was completed with no issues. There were no issues noted during set up of the system. The procedure had been in progress approximately 10 minutes when the issue occurred.